Event description:
It was reported to tyco healthcare/kendall on 8/20/2007 that a customer had a problem with a foley catheter. The customer stated, during the prior-to use check, non-deflation of the balloon occurred.

Manufacturer narrative:
.